Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Caller tested >8.0 inr on the coaguchek xs system while a comparison lab returned as 2.78 inr. No treatment provided. No adverse event reported. Requested return of suspect system and replacement was sent. However, customer indicates the suspect product has been discarded and will not be returned.

Event description:
Caller tested >8.0 inr on the coaguchek xs system while a comparison lab returned as 2.78 inr. No treatment provided. No adverse event reported. Requested return of suspect system and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Device will not be returned.